Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. As a result the power supply was replaced. (B)(4).

Event description:
It was reported that the programmer would not boot after turning the power on. The programmer was returned for servicing. There was no patient involvement.